Event description:
Report 2 of 3. It was reported that bd veritor ¿ sars-cov-2 & flu a+b false negative occurred. The following information was provided by the initial reporter: customer reported false negative results with three separate patients. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details three separate patients had false negative. To verify with the customer on the confirmatory test performed.

Manufacturer narrative:
H6 investigation summary: this summarizes the investigation results regarding a complaint that alleges false negative results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. "Customer informed that they got negative using the triplex kit but positive using the stand-alone kit." Bd quality performs a systematic approach to investigate invalid control line complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
Report 2 of 3 it was reported that bd veritor ¿ sars-cov-2 & flu a+b false negative occurred. The following information was provided by the initial reporter: customer reported false negative results with three separate patients. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details three separate patients had false negative. To verify with the customer on the confirmatory test performed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address: (B)(6).